Manufacturer narrative:
(B)(4). The device failed electrical testing and functional testing for the earth leakage current test. An external visual inspection found no issues with the device. The pneumatic system was tested and found the compressor to be non-functioning. A review of the event history log of the device found nothing related to the reported issue. An internal inspection found the pneumatic system to be contaminated with fluid. The cause of the reported issue was determined to be fluid contamination. The device was sent to be scrapped. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed earth leakage current testing. No additional information is available.